Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the cartridge leaked "a lot of insulin" into the infusion device. He noticed moisture in the cartridge compartment. He dried it, then, inserted a new cartridge in the pump. He noted the second cartridge leaking in the device. No adverse event was reported. The alleged product was requested for evaluation. The customer was unable to provide the lot number or expiration date of either cartridge.